Manufacturer narrative:
Patient archives and software logs were reviewed for software investigation. Patient archive analysis concluded that no surface merge was used. The touch points were not refined in the orthogonal views when they were selected and placed. Only 5 points were collected. There was no sphere of accuracy. Software log analysis concluded that the software was working as designed. User defined 11 landmarks, touched 29 points only matching 4 with a registration accuracy of 4.8mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site tried to use computed tomography (CT) point merge for a spine procedure. The surgeon had 12 points added and tried to touch all of them. Only four points were shown as green and the rest were blue. They were not yellow nor red, so they were not even being recognized. They were getting a passing registration, but the surgeon felt inaccurate. He was doing a three level fusion and had points on all four vertebrae. The surgeon tried this 2-3 more times and then decided to proceed with a c-arm. This caused a 5 minute delay but no other patient impact.